Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy. The customer's blood glucose (bg) was approximately 600 mg/dl. Reportedly, customer required assistance administering a manual injection to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.